Manufacturer narrative:
(B)(4): the customer reported that they were not receiving either visual or audible alarms. No pt harm was reported. Philips is in the process of obtaining add'l info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Manufacturer narrative:
(B)(4): the customer reported that they were not receiving either visual or audible alarms. No pt harm was reported. Philips is in the process of obtaining add'l info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Manufacturer narrative:
(B)(4): the customer reported that they were not receiving either visual or audible alarms. No pt harm was reported. Philips is in the process of obtaining add'l info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that they were not receiving either visual or audible alarms.

Manufacturer narrative:
(B)(4): the customer reported that they were not receiving either visual or audible alarms. No pt harm was reported. Philips is in the process of obtaining add'l info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.